Event description:
Medtronic received a report that a solitaire fr encountered resistance during delivery in the proximal section of the rebar 18 microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke of the left middle cerebral artery. The mrs baseline was 3 and post procedure was 1. Nihss baseline was 14 and post procedure was 3. The tici score baseline was 1 and 2b post procedure. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 3 hours. It was reported that when the surgeon was using the fr stent to remove the thrombus, they felt a huge resistance when pushing it and could not push it any further. When they pulled it out, they found that the proximal end of the stent had been completely kinked and could no longer be used. The vessel was moderately tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a rebar18 microcatheter.

Manufacturer narrative:
Continuation of d10: product ID: sfr-4-20 (b635054). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received confirming that the stroke onset to reperfusion time was 3 hours. The procedure was completed by replacing the solitaire fr with another stent. The cause of the resistance and stent damage was not determined, but was noted that it may be related to vascular tortuosity. A continuous saline flush was administered and maintained as indicated in the IFU.